Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with 500 units. The customer's blood glucose level was 220 mg/dl and it was addressed with a bolus. The customer indicated that a new cartridge would be loaded.

Manufacturer narrative:
Corrected data: initial rec'd by MFR date: from 2/26/2016 to 2/27/2016. Initial reported blood glucose value was 220 mg/dl; however, it should be 200 mg/dl.